Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xtw (lot: 40115r2021) was chosen for implantation. During deployment first establishment of final arm angle (efaa) before lock line removal, the clip opened from 140 to 160 degrees continuously when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. The clip was removed and two replacement ntw clips were implanted successfully. There were no reported patient consequences or clinically significant delay.